Event description:
The customer reported the system was slow to boot up and shut down without command. This is a reportable event. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.